Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the brush broke off. It was unknown how the broken brush was removed from the scope. The scope cleaning was completed using a different device. There was no patient involvement in this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
D4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. E1 (initial reporter city): (B)(6). H6: imdrf device code a0401 captures the reportable event of brush break. H11: correction to block e1 (initial reporter address 2 and initial reporter city). The returned hedgehog double-end brush was analyzed. During product analysis, the returned brush was received in two pieces. A break in the middle part of the catheter was observed. There were no other damages or defects observed. With all the available information boston scientific concludes it likely the interaction between the cleaning brush and scope caused the observed failure. The reported event was confirmed. Therefore, based on all gathered information, the probable cause was determined to be unintended use error caused or contributed to event, indicating that the interaction between the user and device, caused or contributed to the event. Review of labeling determined that the complaint situation was listed in the manual. A labeling review confirmed that instructions and warnings are present for the reported event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the brush broke off. It was unknown how the broken brush was removed from the scope. The scope cleaning was completed using a different device. There was no patient involvement in this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.